Manufacturer narrative:
D4: the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and similar complaint history was not performed as the lot number was not provided. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment, recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and prolapsed posterior leaflet. One clip was successfully deployed on the mitral valve, reducing mr to grade 1. On (B)(6) 2023, echocardiogram revealed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade 3-4. On (B)(6) 2023, a second mitraclip procedure was performed to stabilize the slda and treat mr with a grade of 4. It was noted the slda caused tissue damage on the anterior leaflet. One clip was successfully implanted, reducing mr to a grade of 2. No additional information was provided.